Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe due to c-00 and m-02 errors. The system was tested and verified as ready for use. Based on the field evaluation, this reported event was confirmed which indicates that the device may have contributed to the customer reported issue. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on a test system and was run in normal mode. M-02-3/1-71/m-02/c-00 errors are in error log.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called the intuitive technical support engineer (tse) to report issues with the erbe generator. The error cleared after performing a power cycle, but kept returning. The tse reviewed the system logs and found errors m-02 and c-83 reported by the erbe. The procedure was completed with no reported injury.